Event description:
The iab leaked and the iab was removed. On 7/28/97, the following info was reported to datascope: the iab was inserted into the pt on 7/11/97. On 7/12/97 after iabp for about 11 hrs, "check cath" alarm sounded from the pump. The catheter was checked and there was no evidence of blood at that time. The pump alarmed again and blood was noted. The iab was removed and a second was inserted in the opposite groin. Pumping resumed without difficulties or complications. Later the pt lost pressures and heart rate and went on to expire. The iab was not returned to datascope for eval. The iab was discarded by the facility. The contact did not know if (event complications : unknown- reported 7/7/97, 7/28/97). (Pt's current status: expired-rpt'd 7/28/97).